Event description:
During product evaluation, failure code 810:04 was found in the pump's event history. The event history showed that this occurred in october 2005. It is not known if there was any pt injury or medical intervention necessary. No additional info is available.